Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated results on multiple assays generated by the alinity c processing module for a 39-year-old male patient. The sample was repeated on another analyzer, which produced normal results. Additionally, error code 3062 (residual liquid detected in cuvette) was observed around the same time. The following data were provided: (B)(6) 2026 sid (B)(6): glucose: initial result = 261 mg/dl, repeat result = 123 mg/dl (reference range: 65 to 120 mg/dl) calcium: initial result = 19.4 mg/dl, repeat result = 8.0 mg/dl (reference range: 8.5 to 10.5 mg/dl) potassium: initial result = 9.0 mmol/l, repeat result = 4.0 mmol/l (reference range: 3.6 to 5.3 mmol/l) . No impact to patient management was reported.

Event description:
The customer reported falsely elevated results on multiple assays generated by the alinity c processing module for a 39 year old male patient. The sample was repeated on another analyzer, which produced normal results. Additionally, error code 3062 (residual liquid detected in cuvette) was observed around the same time. The following data were provided: (B)(6) 2026 sid (B)(6): glucose: initial result = 261 mg/dl, repeat result = 123 mg/dl (reference range: 65 to 120 mg/dl); calcium: initial result = 19.4 mg/dl, repeat result = 8.0 mg/dl (reference range: 8.5 to 10.5 mg/dl); potassium: initial result = 9.0 mmol/l, repeat result = 4.0 mmol/l (reference range: 3.6 to 5.3 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated. Section d10 - concomitant product: this section was updated. The field service representative (fsr) inspected the instrument and observed that the high- concentration waste (hcw) tubing was clogged. The fsr cleaned peristaltic head tubing, and the issue was resolved. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the peristaltic head tubing.